Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that the rv lead was under-sensing. The physician suspected that the insulation of the lead and the outer conductor was crimped during the suturing process of the rv lead. The lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were under sensing and insulation along with outer conductor was crimped during the suturing. As received, a complete lead was returned in two pieces for analysis. The reported event of under sensing was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. The reported event of insulation and the outer conductor was crimped during the suturing was confirmed. Visual and x-ray analysis found damage to the suture sleeve tie impression region consistent with procedural damage.